Event description:
It was reported following the deployment of an iliac stent in the axillary artery that did not appear to open completely, this biliary stent was successfully placed inside the iliac stent. Difficulty encountered during removal of the delivery system, which resulted in a portion of the delivery system detaching and remaining in the pt. Another stent was then placed to successfully secure the detached segment to the vessel wall. The procedure outcome was successful and the pt's condition good. This device remains implanted. Therefore, no failure analysis will be available. A lot search was performed and revealed no other complaints to date on this lot number. This device was used in a non-indicated procedure, axillary artery stent placement. Co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasms."